Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided instructions for resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues arose again. The caller understood and acknowledged these instructions.